Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that while using the ria system, the size 12 reamer head detached from the assembly tube and subsequently broke in a few pieces. These broken pieces of metal had to then be picked out the bone graft before placing it back into the patient. The locking clip that holds the assembly tube to the sterile tube also broke. As the surgeon was reaming backwards the clip broke on one side and came loose, in turn detaching the whole device as one. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (B)(6). A patient was present at the time of malfunction. Patient code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was reported that the event occurred intraoperatively and patient was present. Surgery was delayed for around 8 to 10 minutes to remove the broken pieces of the reamer head due to fragments generated. No other medical intervention was required. They were removed without much difficulty as most of the pieces were in the actual bone graft and a few in the canal. Patient was not harmed during the procedure, the outcome was good. According to the doctor, after reviewing an x-ray of the patient, callus starting to develop and the outcome looks promising.

Manufacturer narrative:
(B)(6). Device history lot, please note, this DHR review is for sterilization procedure only: part number: 352.250s. Synthes lot number: l377636. Release to warehouse date: 11.apr.2017. Expiry date: 01.apr.2027. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Non-sterile: part number: 60009290. Synthes lot number: h215909. Release to warehouse date: 19jan2017. Manufacturing location: (B)(4). No ncr's were generated during production. Investigation summary: the manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Synthes manufacturing location was discovered upon receipt of subject device. Complainant part was disposed of and is not expected to be returned for manufacturer review/investigation. (B)(4). Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.